Event description:
It was reported that patient's heart tissue had gotten caught in the alligator clips. No patient complications were reported as a result of this event. Investigation into this event determined the cable was being used during open heart procedure and the cable clip was attached to the pt's heart tissue to complete the electrical unipolar circuit. Instruction for use of the surgical cable states 'when used in unipolar systems the positive clip is to be connected to an indifferent electrode.'